Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unitrax v40 sleeve -4mm; cat# 6942-6-060; lot# 47934605. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device evaluated by manufacturer? Not returned.

Event description:
It was reported that the patient's right hip was revised due to suspected infection. A size 46 unipolar head and -4 sleeve were exchanged for same-size implants.